Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call of unexplained high blood glucose of 600mg/dl and a no delivery alarm. Troubleshooting found that the settings were recently changed on the pump and the pump alarms no delivery on a daily basis. The customer was advised to follow up with their doctor regarding the high blood glucose and that the sets will be replaced as the customer indicated that they were not working properly.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and passed the self test, unexpected restart, and off no power tests. The pump was received with minor scratches on the lcd window, a missing end cap sticker and a cracked reservoir tube lip.